Event description:
Reportable based on device analysis completed on 10dec2025. It was reported that the coil could not be pushed out and was detached by itself in the protective sheath. The target lesion was located in the uterine artery. A 4mm x 15cm interlock coil was selected for transcatheter embolization. However, during advancing, it was noted that the coil could not be pushed out of the boston scientific stc 18 microcatheter. After the coil was withdrawn from the body, it was found that the coil was detached by itself in the protective sheath, and the coil was stuck in the microcatheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed the arm coil was detached.

Manufacturer narrative:
G1: MFR site zip/post code: (B)(6). Device evaluated by MFR: only the main coil was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.